Event description:
It was reported that noise was observed from two separate EKG cables. A broken port was suspected. No patient complications were reported as a result of this event. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary (B)(4): analysis confirmed the noise on the EKG. The ECG connection was loose from the link electronic module. (B)(4): the rf head top lens cover was melted and the magnet was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the noise on the EKG. The ECG connection was loose from the link electronic module. The rf head top lens cover was melted and the magnet was corroded.